Event description:
It is reported that the fms balloon leaked.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information received via email dated 05/15/2014 is stated as follows: "the system was not closed, the stool went back through the signal indicator and could not get out due to being blocked. I changed the system with a new one. It was not a user problem, the system was default." No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.